Manufacturer narrative:
H6: investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure modes for insufficient sleeve function and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of insufficient sleeve function and leakage , bd determined that the root cause of the indicated failure mode was attributed to insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function. The poor sleeve function event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when using the pbbcs, the needle rubber sleeve does not rebound, resulting in bleeding."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function. The poor sleeve function event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when using the pbbcs, the needle rubber sleeve does not rebound, resulting in bleeding."